Event description:
Copan swabs received from cepheid are defective. Scored notch should be at bottom of shaft by swab. This allows the microbiology lab staff to break the swab off into the testing device (mostly for pcr (polymerase chain reaction) testing). Staff member reported to supervisor that swabs are upside down (notch is at top of shaft). This prevents lab staff from being able to break off the swab in a sterile fashion for testing which could lead to contamination.